Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switching. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the right atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A complete lead was returned in one piece measuring 50.8 cm for the reported event of oversensing noise. Visual examination found an external insulation abrasion breaching the outer insulation exposing the outer coil at 6.9 cm to 7.2 cm from the connector pin. No internal shorts were noted. The reported event was confirmed and attributed to the external insulation abrasion due to friction to the device can.